Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that the product was getting extremely hot. Additional information was requested and on (B)(6) 2014 and (B)(6) 2014, the following was received from the customer (biomed): on (B)(6) 2014, the doctor was holding the handpiece in his hand and it got extremely hot. The doctor could not hold it any more and had to put it down. The incident occurred during the middle of the surgery. Patient age, gender, and type of surgery were not provided. There was no patient or user injury. A replacement product was available to be used. Patient outcome was reported as "successful surgery."